Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. A 135cm transend¿ guide wire was selected for use. The physician attempted to make the shape of the distal tip 3 to 4 times; however, it was noted that the distal tip coating was peeling off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The unit returned has tip bent, as part of overall visual revision. The device has the distal tip kinked, the coating looked normal, no damages were observed on it. The overall length, outer diameter of the distal tip, middle and proximal section of the device were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that guide wire coating peeled off. A 135cm transend guide wire was selected for use. The physician attempted to make the shape of the distal tip 3 to 4 times; however, it was noted that the distal tip coating was peeling off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.